Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ protector p53j there was a leakage between the protector and the vial. The following information was provided by the initial reporter, translated from (B)(6) to english: recently, there was a leakage between the protector and the vial when adjusting cisplatin.

Manufacturer narrative:
H.6. Investigation summary one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center and had detached from the protector. A device history review was performed for lot 1810119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd phaseal¿ protector p53j there was a leakage between the protector and the vial. The following information was provided by the initial reporter, translated from japanese to english: recently, there was a leakage between the protector and the vial when adjusting cisplatin.